Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a tear was identified in the cylinder; therefore, the entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a tear was identified in the cylinder; therefore, the entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually tested, and a tear was found in one of the cylinders, consistent with explant damage. The second cylinder did not exhibit any leaks and performed within specifications. Additionally, analysis identified that the rear tip extender (rte) was stacked on a second rte on the cylinder. The pump was visually inspected, and no leaks were found in the component. The pump did not pass the activation test. This observation could affect the functionality of the device. Due to the damage observed in the cylinder being consistent with explant damage, analysis is unable to confirm the reported event. According to the instructions for use, it is stated not to stack the cx, lgx or cxr snapcone rtes with the exception of the 1.5 cm. The locking ring will not engage with the smooth outer surface of the rte, which may result in the rte disconnecting. Based on this observation, a conclusion code of failure to follow instructions was assigned to this investigation.